Event description:
It was reported by the patient that this artificial urinary sphincter (aus) pump is no longer functional; therefore, they contacted boston scientific patient service team to get information information about urologists. At the time this report was sent, there was no information regarding a surgery or additional details.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.